Event description:
It was reported that the insulin pump had a blank display, which was temporarily resolved by a battery replacement. The customer stated that the insulin pump's screen went blank again. The blood glucose reading was 200 mg/dl. No physical damage to the insulin pump was observed. Upon inspection, the customer stated that the contacts on the battery cap were missing. The customer was advised that the battery cap would be replaced. He was advised to replace the battery and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.